Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the implantable cardiac monitor showed pause episodes and alerts of bradycardia that were consistent to under-sensing. No intervention was performed. No patient symptoms were reported.

Event description:
New information received notes that the implantable cardiac monitor was reprogrammed to resolve under-sensing issue.